Manufacturer narrative:
Date of event is estimated. (B)(6). Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 7758137.

Event description:
It was reported that the patient experienced ineffective stimulation. X-ray confirmed one of the leads had migrated. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post op. Investigation was unable to determine which of the 2 leads migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.